Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that multiple sensors broke and the needle was coming out. It was noted that the needle hub came out during insertion. Customer declined troubleshooting. Customer's blood glucose reading at the time of the call was 300 mg/dl. No further information reported.